Manufacturer narrative:
Wide spread corrosion damage was noted within the internal components of the device. The potted trigger assembly contact pins were found to be burnt.

Event description:
The tps micro drill was sent for evaluation due to smoking during set-up testing prior to a procedure. There was no patient involvement, and no adverse consequences were reported.